Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was continued with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval, and the reported condition of the device overheating was duplicated when the drill exceeded the maximum allowed temperature rise on the spindle housing. Based on the investigation details, the likely cause was problems with the motor cartridge and corrosion on components. Service will replace all necessary parts and repair and rebuild the device.